Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The physician reported that the coronary occlusion was caused as the valve expanded in calcification located in the native valve cusp. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a calcified native annulus using direct aortic access, insufficient dilation was confirmed in the middle part of the valve. Post-implant balloon aortic valvuloplasty (bav) was performed to expand the valve. Three days following the valve implant, echocardiography confirmed a myocardial infarction (mi) due to a left main coronary artery (lmca) occlusion. The physician reported that the occlusion was caused as the valve expanded in calcification located in the native valve cusp. Percutaneous coronary intervention (pci) was performed and a stent was implanted. Percutaneous cardiopulmonary support was provided and an intra-aortic balloon pump was placed. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.